Event description:
Adverse event(s): no pt injury reported (no consequences or impact to pt). Product problem(s): sys screen froze (no display or display failure). The nurse reported the sys screen froze and would not allow the staff to advance the sys. No reboot was done at the time. The surgeon chose to switch to another sys to complete the case. The pt had been prepped and the incision was made. The surgeon completed the case. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the sys and confirmed the problem reported. The touchscreen was replaced and will be sent in-house for eval. The sys was then tested and met all product specs. The company service rep tested the sys for an hour to verify proper operation. The investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).